Event description:
The customer stated that he was hospitalized due to hyperglycemia. At the time of the report, the customer's blood glucose reading was 442 mg/dl. The customer was advised to seek medical attention to treat his blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.